Event description:
The patient was enrolled in the (B)(4) acurate ide cohorts study with patient identifier (B)(6). It was reported that a vascular injury occurred. Procedure summary: during a transcatheter aortic valve replacement (tavr) procedure, vascular access was obtained via a right transfemoral approach. Unspecified access site issues were reported. The native aortic annulus measured 24mm in diameter. A sentinel cerebral protection system was placed. A 14f isleeve introducer sheath was placed and an unknown manufacturer's guidewire was advanced into position. Balloon aortic valvuloplasty (bav) was performed with a non boston scientific (bsc) balloon catheter in accordance with the instructions for use (IFU). Following bav a left bundle branch block (lbbb) developed and resolved without intervention during the procedure. During withdrawal of the non-bsc balloon catheter, the balloon was slightly inflated in the ascending aorta. The balloon fully deflated and withdrawal proceeded. The non-bsc balloon catheter was unable to be removed through the 14f isleeve introducer sheath. The 14f isleeve introducer sheath and non-bsc balloon catheter were removed together with the non-bsc balloon catheter outside of the 14f isleeve introducer sheath. A second 14f isleeve introducer sheath was placed and the procedure continued. A size large acurate neo2 valve was prepared and loaded onto an acurate neo2 transfemoral (tf) delivery system (ds) in accordance with the IFU. The acurate neo2 tf ds was advanced and the acurate neo2 valve was released at the intended location. The 14f isleeve introducer sheath was exchanged for a 22f non bsc introducer sheath. During completion of the procedure bleeding occurred at the right femoral artery access site and a vascular injury was identified. Three non bsc percutaneous closure devices were unable to close the right iliofemoral access site and the patient was transferred to surgery. Use of either 14f isleeve introducer sheath may have contributed to or worsened the vascular injury that occurred. Swelling in the right groin and oozing around the sheath in the left femoral artery was noted. Doppler examination identified non-palpable or dopplerable distal right lower extremity pulses and pedal pulse (positive doppler signals) present in the distal left lower extremity. The arteriotomy of the right femoral artery was surgically closed and inflow and outflow of blood were observed to be adequate. Moderate ecchymosis of the right groin and mild ecchymosis of the left groin were observed. The subject remained under physician monitoring. Two (2) days post index procedure the patient fully recovered and was discharged.